Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results of "130-180mg/dl" on the lfs meter compared to "a little over 100mg/dl" on a freestyle lite meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.